Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line to request support with an intermittent catheter restriction alarm. User was able to resume therapy when alarmed every time in the past few days by pressing start key. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. The catheter was repositioned and the waveform looked excellent. No harm or injury reported.